Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server medication that was not loaded in the inventory of station ue_5_3 appeared as loaded in the inventory of station on the server. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server medication that was not loaded in the inventory of station ue_5_3 appeared as loaded in the inventory of station on the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not loaded in the inventory of station appeared as loaded in the server. A technical support specialist (tss) accessed ssms via the application server and ran the device inventory query, which confirmed that station was visible and showed medication as loaded, however, when accessing sql sms directly on station and running the same query was not visible. A station database backup was then performed in accordance with knowledge article (ka) - how to create a station database backup successfully saved, followed by a full station synchronization without dropping the database. After completion, sql sms was accessed again on station, the device inventory query was rerun, and station was visible and correctly reflected medication as loaded, the customer was instructed to unload the medication and un pend it from the pyxis enterprise server (pes), acknowledged the guidance, and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.